Event description:
It was reported that the collar was damaged. The severely vascular stenosed target lesion was located in a 90% of tortuous and severely calcified left circumflex artery. A 6f long guidezilla ii catheter-guide extension was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the metal connection part between the short transition section of the hypotube and the visible spiral sleeve ring was kinked and could not cross a non-boston scientific stent. The device was removed from the patient using a balloon-anchored guidewire. The procedure was completed with another of the same device. There were no patient complications reported, the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1 and phone: (B)(6). Investigation results: media review: during the media analysis, the media attached to the parent record does not show evidence of the reported issues, therefore, it does not confirm the reported allegations. Additionally, the media attached shows the tip flattened. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of media, reported event details, available information, and product record review. In this case, no damage was found in media inspection that could have contributed to the reported allegations. Also, the batch record review concluded that no manufacturing deviations were identified during the manufacturing process that could have contributed to the complaint. Regarding the observed tip flattened and the additional device required, this can occur during the procedure due to the advancement maneuvers. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device. Therefore, adverse event related to procedure is the assigned cause for the encountered tip flattened and the additional device required.

Event description:
It was reported that the collar was damaged. The severely vascular stenosed target lesion was located in a 90% of tortuous and severely calcified left circumflex artery. A 6f long guidezilla ii catheter-guide extension was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the metal connection part between the short transition section of the hypotube and the visible spiral sleeve ring was kinked and could not cross a non-boston scientific stent. The device was removed from the patient using a balloon-anchored guidewire. The procedure was completed with another of the same device. There were no patient complications reported, the patient was stable post procedure.